Event description:
A 3.0 mm diameter x 18 mm length endeavor sprint rx drug-eluting coronary stent system was implanted into a patient for the treatment of an occlusion within another manufacturer's drug eluting stent located in the circumflex vessel. It was reported that other manufacturer's drug eluting stents were implanted in the patient's circumflex 7 months prior. The patient was treated by placing an endeavor stent inside of the occluded stent from another manufacturer. One week post endeavor stent implant, the patient's circumflex closed down. The physician implanted a driver and the circumflex vessel was reopened. All vessels were patent and a good angiographic result was achieved. The patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (subacute thrombosis), failure to follow instructions. Conclusions: use error contributed to event. Other, secondary intervention.